Event description:
Event description guidant received information that this implantable endocardial lead was explanted due to a lead fracture. The patient's family member expressed dissatisfaction over the need for a lead replacement and the hospitalization required for the procedure. This hospitalization was extended due to a need to wait for an increase in coagulation times.